Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer:examination of the returned device revealed that the tip was not separated. All of the measurements taken were within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed as the returned device showed no evidence of either the alleged issue or any defect which could have contributed to the event.(B)(4)

Event description:
Same case as MFR# 2134265-2011-00222. It was reported that during a stenting treatment procedure, two guide wire tip detachments occurred. First, treatment of the target lesion in the right coronary artery (rca) was performed. Two promus element stents, size 2.25x28 and 2.5x24mm, were deployed. The stents were post dilated to 2.5mm which resulted in significant back filling of the left anterior descending (lad) artery. Next, a 3x20mm promus element stent delivery system (sds) was advanced to the left circumflex (lcx). The stent was deployed and post dilated to 3.5mm with nice results. The remaining target lesion was located in the intermediate vessel. The non-bsc guide catheter did not provide adequate support and it was exchanged for a new non-bsc guide catheter. After predilating the lesion with a 2.0mm balloon, a 3.0x20mm promus element sds was advanced. When the stent was deployed and there were "spasms and irregularity at the outflow." The physician attempted to advance an additional sds through the just placed promus element stent, but was unsuccessful. The tip of the 185cm pt2 guide wire broke off from the main shaft inside the patient. An attempt was made to retrieve the broken section by using a second pt2 wire and a partially inflated 2.0mm balloon. However, the tip of the second pt2 guide wire also broke off. Timi3 flow was maintained within the vessel and the procedure was terminated. No additional patient complications were reported. The patient was administered aspirin and clopidogrel. Additional information has been requested and is not available.

Event description:
Same case as MFR# 2134265-2011-00222. It was reported that during a stenting treatment procedure, two guide wire tip detachments occurred. First, treatment of the target lesion in the right coronary artery (rca) was performed. Two promus element stents, size 2.25x28 and 2.5x24mm, were deployed. The stents were post dilated to 2.5mm which resulted in significant back filling of the left anterior descending (lad) artery. Next, a 3x20mm promus element stent delivery system (sds) was advanced to the left circumflex (lcx). The stent was deployed and post dilated to 3.5mm with nice results. The remaining target lesion was located in the intermediate vessel. The non-bsc guide catheter did not provide adequate support and it was exchanged for a new non-bsc guide catheter. After predilating the lesion with a 2.0mm balloon, a 3.0x20mm promus element sds was advanced. When the stent was deployed and there were spasms and irregularity at the outflow. The physician attempted to advance an additional sds through the just placed promus element stent but was unsuccessful. The tip of the 185cm pt2 guide wire broke off from the main shaft inside the patient. An attempt was made to retrieve the broken section by using a second pt2 wire and a partially inflated 2.0mm balloon. However, the tip of the second pt2 guide wire also broke off. Timi3 flow was maintained within the vessel and the procedure was terminated. No additional patient complications were reported. The patient was administered aspirin and clopidogrel. Additional information has been requested and is not available.